Event description:
It was reported that a flogard infusion pump had experienced a constant occlusion alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The sample was visually inspected and functionally tested. The reported condition of an occlusion alarm could not confirmed, however the device had a broken door latch roller. The door latch roller was replaced in order to correct the condition. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.